Manufacturer narrative:
Final analysis found a battery anomaly that contributed to the reported anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. The device was explanted.